Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review will be performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled as single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced burst container or vessel. This information was receive from one source. One patient was involved with no patient consequences. The (B)(6) male weighed 222 lbs.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review will be performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the reported catheter shaft burst. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574 pta balloon dilatation catheter allegedly experienced burst container or vessel. This information was receive from one source. One patient was involved with no patient consequences. The 67-year-old male weighed 222 lbs.